Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Device received pump error 35 because the force sensor cable is incompletely plugged in.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and also received the open book image on the insulin pump screen. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had a pump error. The customer also stated that they pressing every button but there was nothing happened. The customer was declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.